Manufacturer narrative:
Additional information: the patient condition was normal at the start of the procedure. A standard concentration of contrast / saline was used. There were no difficulties noted when removing the protective sheath / packaging stylette from the device. Normal pre-treatments were done prior to balloon use. No adjunctive techniques were used to aid in delivery. The device was not moved or repositioned in the lesion. There were no difficulties noted during inflation of the device. The deflation difficulties were noted after the first inflation. The balloon was able to be deflated and the device was removed normally on the wire without issues. No intervention was required to remove the device. There was no kink noted on the device prior to the deflation difficulties. The procedure was completed using another onyx fronter device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when deflation difficulties were experienced. The device would not deflate at the lesion site. The catheter and stent were removed and a different device was used. The device was inspected prior to use with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a moderately tortuous, mildly calcified lesion with 70% stenosis located in the proximal left anterior descending (lad) artery. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.